Event description:
As reported: "the drill broke off during the surgery."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could be confirmed with the provided image in which we can see that the drill is broken. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is received or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the drill broke off during the surgery.".